Event description:
It was reported that during an acute thrombus thrombectomy procedure, when the subject guidewire was inserted into the patients anatomy, it could not be rotated. The operator withdrew the subject guidewire and found 5cm from the distal tip was stretched and fractured. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Although the device was not returned, the reported complaint was confirmed based on the photo attached to the communication log which showed the guidewire nitinol hypotube was fractured and the platinum wire was stretched. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the guidewire tip was shaped about 90°, there was no friction/resistance encountered during the procedure, a non-stryker microcatheter was used in the procedure, and the guidewire was found to be stretched and fractured 5cm from the distal end when it was withdrawn from the patient. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an acute thrombus thrombectomy procedure, when the subject guidewire was inserted into the patients anatomy, it could not be rotated. The operator withdrew the subject guidewire and found 5cm from the distal tip was stretched and fractured. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.